Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim with pink contrast.

Manufacturer narrative:
(B)(4). Device evaluation: review of the black box and download history revealed multiple call service alarms recorded. The time and date were set accurately at the beginning of the investigation. A rewind, load and prime sequence was performed without issue. The pump was exercised for 24 hours without issue. The pump was opened for investigation and did not reveal any evidence of defect, contamination or damage to the pump¿s interior components. The display screen was noted to be dim and pink. A test screen was attached to the pump and illuminated properly without discoloration.